Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 31-jan-2021, UDI# (B)(4), product ID: 8598a, serial/lot #: (B)(4), ubd: 24-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 20 mg/ml dilaudid at an unknown dose via an implantable infusion pump for an unknown indication for use. It was reported that the patient's spinal incision was slightly open exposing the catheter. The hcp replaced the pump and moved the implant to the opposite side. The hcp replaced the entire catheter entering at a lower level and tunneling up to the new pump on the opposite side. No infection was noted they just replaced the devices to be safe. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No symptoms were reported. No further complications were reported.